Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the reservoir is leaking and it is missing fill port plug. Patient involvement is unknown.

Manufacturer narrative:
Other, other text: d3, g1, and g2 email is: regulatory.(B)(6) h3 and h6 - evaluation codes: updated device evaluation: one device was returned for investigation. Visual inspection found the device had a cracked reservoir tank cover and was missing the reservoir fill cap. Functional testing found the device leaks from the reservoir; confirming the customer complaint. Root cause was attributed to the cracked tank cover. A review of the device history records (DHR) showed there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Replaced the tank cover and reservoir fill cap. Performed preventative maintenance (pm). Device passed all functional testing after the completed repairs.